Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a damaged interconnect cable and lemo receptacle. Both components were replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues where the images looked as if they were "subtracted" although the system did not have this feature.